Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-06-20. The patient requested information about starting the ins up again. It was explained that the patient had a non-rechargeable device and once it reached eos, in order to continue with therapy, the ins needed to be surgically replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported an end of service (eos) code was observed. The device was off/disabled and no longer providing therapy. The patient reported that suddenly her left leg went completely numb with tingling (B)(6) 2019. The patient stated she could hardly stand on it. The patient was going to turn stimulation off because she thinks that she is getting too much stimulation in that area. The patient verified that therapy was off, and her leg is numb but no longer tingling like it was before. An elective replacement indicator (eri) was observed and an eos was reported during the call. The patient was redirected to their healthcare provider (hcp) to have the ins tested and to schedule replacement surgery. There was no allegation/dissatisfaction with ins longevity. No further complications were reported/anticipated.